Manufacturer narrative:
No manufacturing cause identified based on investigation.

Event description:
Tampon fell apart inside body- vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Tampon fell apart when I wanted to take the tampon out [complication of device removal]. Case description: consumer reported via phone that tampon fell apart during removal. No serious injury reported.